Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had unexplained no delivery alarms that started 2 weeks ago. Customer changes everything out when it occurs. Customer had an extreme high blood glucose at one point, so they changed out everything and bolused with the pump. Customer's blood glucose was between 460-470 mg/dl on (B)(6) 2016. Customer's pump has burnt marks where the battery goes in. Caller stated that there is discoloration on the bottom of the pump where the bumper sticker is located. However, the pump has never been hot to the touch. Caller stated that the pump buttons are also hard to press and the buttons stick. This issue occurred on (B)(6) 2012. Customer's blood glucose was over 200 mg/dl at the time of that incident. The pump rejected the battery and did not come on when the new battery was inserted. This issue occurred on (B)(6) 2016. Caller stated that the event was resolved by a complete set change (infusion set and reservoir).